Event description:
On 04/29/2008, the pt reported that several months ago she woke up in the night to find her shirt wet with insulin. She examined the infusion tubing and found that the inner tubing was separated near the luer connection and her blood glucose was "really high" as a result and she felt thirsty and had difficulty concentrating. Her target blood glucose range is 80-160 mg/dl. She was unable to recall the value of her blood glucose reading or the amount of insulin that she bolused to lower her blood glucose. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.